Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on june 20, 2009 alleging that onetouch ultra was not powering on and reportedly was hospitalized afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the subject meter was dropped in water and stopped powering on an unspecified date in 2009. It is not known if the patient attempted to replace the battery or if she had a backup meter to use. In 2009, the patient skipped/stopped taking her novolog and lantus as a result of the power issue. It is not clear if this action was taken on any other dates. It is also not known if the patient made any other adjustments to her diabetes care as a result of the power issue. After the power issue began on an unspecified date in 2009, the patient developed symptoms of hot/cold flashes and chills. The patient claimed she was hospitalized and treated with IV fluids in 2009 as a result of the power issue. She also indicated that her blood glucose result at the hospital was under 40 mg/dl. Based on the provided information, this complaint is being reported because the patient allegedly became hypoglycemic and was hospitalized after the power issue occurred. There was no evidence that the product malfunctioned since it was dropped in water. Replacement products were sent to the patient.